Manufacturer narrative:
D4: udis were not used when the reported lead was manufactured. The gtin in the gudid database will not align with the barcode as new gtins were assigned when gbm transitioned to the gudid system. Class iii devices were required to register gtins in the gudid database on 01-jun-2013; therefor, the UDI field (d4) in form 3500a shall be left bank and will not align with the gudid entry due to the date it was manufactured.

Event description:
Patient had lead noise. The patient's left ventricular (lv) lead was capped on 13 jul 2017 for an unknown reason. Patient was stable.